Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :neu_unknown_lead ,lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they read on a website that a study was done on deep brain stimulation (dbs) patients regarding lead fractures, and a patient in the study had problems with the lead. The consumer had no further information regarding this issue. No further complications were reported.